Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed what was described as "blisters filled with blood" under the electrodes on her left side. The patient's phyiscian recommended that the patient remove the device to let her skin heal. Follow-up indicated that the blisters were healing.